Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). A field safety technician has been sent for investigation and found defective bubble detector module (701017276/ sn (B)(4). Thus the failure could be confirmed. According to service order (B)(4) the bubble detector module has been replaced. Additional full functional verification has been performed. Tested o.k. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was stated that during patient treatment the bubble detector module would not reset. No patient injury or harm was reported. (B)(4).